Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and sepsis. This rv lead was surgically abandoned and was scheduled for laser extraction. There was an attempt to obtain additional pertinent information from the field representative but was unsuccessful. No additional adverse patient effects were reported.